Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was feeling warm at intermittent times during the day. It was noted that this does not specifically happen when the patient is recharging. No further complications are anticipated.